Manufacturer narrative:
B3 date of event: estimated as 10/31/2025 as this is the date the comment was posted on social media platform. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. It was reported that a patient had an 8mm blood clot in the heart that was attached to the watchman closure device. The clot was reported to have resolved. No further information was provided.